Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: patient codes, section h.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This rv lead was successfully explanted and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lead was explanted due to dislodgement. This lead is expected to return. No additional adverse patient effects were reported outside the revision. Additional information was received that this lead was dislodged due to twiddler syndrome. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This rv lead was successfully explanted and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. This rv lead was successfully explanted and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lead was explanted due to dislodgement. This lead is expected to return. No additional adverse patient effects were reported outside the revision.